Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced that there was blockage at the site which occurred on (B)(6) 2025. The patient changed supplies as necessary and resumed insulin therapy. No further information was available.

Manufacturer narrative:
The initial MDR with manufacturing report number (3003442380-2025-06075), was submitted on 16-april-2025. Upon receiving additional information, it was discovered that the lot number cited in this case is not associated with a trusteel product therefore the lot number is invalid and hence is being captured as unkown. Additional information - this MDR is being submitted to include the below: d4: lot number.

Event description:
To date, additional patient or event details were received which have been added in h11.